Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a piece of septum material in the syringe. A new cartridge was filled to address the issue. Customer's blood glucose level was in the 300's (mg/dl).